Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad traces. The displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's father reported a button error on customer's insulin pump. The buttons are not working. Customer's blood glucose is 300 mg/dl. Customer has reverted to his backup plan. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.